Event description:
The customer reported that while the unit was in use on a pt, they observed that the autofill connector fitting was broken off the unit. The pt was switched to another unit and therapy was continued. No pt injury was reportd.